Event description:
It was initially reported that the physician's handheld was repeatedly freezing on the "interrogation successful" screen. The physician would perform a hard reset and the issue would resolve. The physician was tired of performing hard resets so he requested a new handheld. The handheld and flashcard were returned to the manufacturer for evaluation. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard and the alleged screen freeze complaint is a known issue that has been evaluated and addressed through corrective action. No further pa testing is required for this particular event. No other issues (beyond the known issue) were observed with either the flashcard or software. Other than the above mentioned observations, the flashcard and software performed according to functional specifications.